Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Leaving cotton in my coochie- vagina [foreign body in reproductive tract]. Tampons keep falling apart [device breakage]. Case narrative: consumer reported via e-mail that the tampon is falling apart. No serious injury reported.